Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies for chronic renal failure. On (B)(6) 2011, the patient's family member contacted baxter (B)(4) technical service center and reported that on (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent which required hospitalization. On an unreported date, the patient began remedial therapy with unspecified antibiotics (doses, frequencies and routes not reported). Outcome for the event of peritonitis was not reported. Extraneal viaflex and dianeal-n pd4 1.5 therapies were ongoing. The physician considered the event of peritonitis to be unrelated to extraneal viaflex and dianeal-n pd4 1.5 therapies.